Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found the module's wireless connection capabilities inoperable due to fluid on the internal components. The wireless battery module flex assembly was replaced with a new wireless battery module flex assembly which alleviated the symptom.

Event description:
The customer reported that the spectrum wireless module has "fluid damage". No patient injury was reported. No further information was available.